Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A family member of the customer reported recent, multiple bent sensor cannulas. The customer had experienced ketones and blood glucose values of 400-500 mg/dl. The family member declined troubleshooting for the high values as the customer's current value was 165 mg/dl., but was advised to call back when the issues recurred. No further information was provided.